Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left knee revision due to instability in flexion. The surgeon removed the insert and revised to a thicker insert, 5530-g-513 mkk8y9.

Manufacturer narrative:
An event regarding instability involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. Further information such as x-ray images, operative reports, and patient follow-up notes are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Left knee revision due to instability in flexion. The surgeon removed the insert and revised to a thicker insert, 5530-g-513 mkk8y9.